Manufacturer narrative:
(B)(4). Batch # m9275xc. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date ,a supplemental medwatch will be sent. Did the tissue pad detach from the device? Or was the tissue pad melted on to the device: the device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic salpingectomy procedure, the tissue pad was burnt off during use. Specifically while back-scoring tissue with the jaws closed. A competitive device was used to complete the procedure. There were no adverse consequences for the patient.